Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported by the spouse that the patient experienced inaccurate cgm values. The sensor was inserted in the abdomen and the patient utilized an omnipod insulin pump. He was asymptomatic prior to the event and was helping his wife in the kitchen. He received an unspecified alert that the bg had decreased, and within 10 minutes he had a seizure. As he was seizing, he injured his eye. His wife tried to give him apple juice, but due to the seizure he could not drink it. The cgm value was 75 mg/dl. She contacted emergency medical service. After paramedics arrived the bg finger stick value was 26 mg/dl, and he was treated with dextrose to raise his bg level. After transport via ambulance, he was hospitalized for two days. Treatment included dextrose and IV fluids. He returned home in stable condition. At some point the bg finger stick value was 100 mg/dl and the cgm value was 65 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.